Manufacturer narrative:
Correction to the initial MDR in block(s) impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported a pericardial effusion occurred. During the left atrial appendage closure (laac) procedure nrg rf transseptal kit was selected for use. The procedure was performed using transesophageal echocardiography (tee) and intracardiac echo (ice) imaging on a patient with broccoli shaped anatomy. No trace of effusion was noted prior to the procedure. The transseptal access was completed with no issues reported. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The 24mm wds was advanced, deployed and released after 2-3 recaptures/repositions. After a successful release of the closure device, a pericardial effusion was noted on imaging. A pericardiocentesis was completed to treat the effusion removing approximately 750ml of bright red fluid which was re-transfused back to the patient. No further complications occurred. The patient remained in stable condition and remains in the hospital for observation. The device is not expected to be returned as it was disposed. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred. During the left atrial appendage closure (laac) procedure nrg rf transseptal kit was selected for use. The procedure was performed using transesophageal echocardiography (tee) and intracardiac echo (ice) imaging on a patient with broccoli shaped anatomy. No trace of effusion was noted prior to the procedure. The transseptal access was completed with no issues reported. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The 24mm wds was advanced, deployed and released after 2-3 recaptures/repositions. After a successful release of the closure device, a pericardial effusion was noted on imaging. A pericardiocentesis was completed to treat the effusion removing approximately 750ml of bright red fluid which was re-transfused back to the patient. No further complications occurred. The patient remained in stable condition and remains in the hospital for observation. The device is not expected to be returned as it was disposed. No other issue has been reported.